Manufacturer narrative:
The manufacturer received information alleging the active exhalation value failed during a preliminary system test on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips field service engineer (fse) went to the customer site for this issue. The philips fse evaluated and determined the proportional valve (or active exhalation control module [aecm]) and three-way (3-way) solenoid valve had caused the active exhalation value to fail for this device. The philips fse had replaced the proportional valve and 3-way solenoid valve to address this issue on the device. After replacing the parts on the device, the philips fse performed a full system performance verification test, which completed and passed. The philips fse cleared the device for service.

Event description:
The manufacturer received information alleging the active exhalation value failed during a preliminary system test on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.